Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing came apart below the drip chamber after spiking a bag of an unspecified chemotherapy. Some of the chemotherapy spilled and was cleaned up by the clinician preparing the infusion. The event occurred in a mixing containment isolator and the clinician was wearing a personal protective equipment and not exposed to chemotherapy spill. There was no patient involvement.